Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to cut right hepatic vein on a endoscopic right hemi hepatectomy laparoscopic procedure, the device was unable to fire and the surgeon was not able to squeeze the handle even though the green button was pressed. Staples also fell in patient's cavity but was retrieved. In order to complete the case, use one more staple. There was no patient injury.